Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during patient use the autopulse displayed a system error 139 (unable to hold compression position). During the one hour the autopulse was used, it stopped compressions several times. Autopulse compressed for approximately 30 minutes before the first error. To troubleshoot the issue the medical staff replaced the battery and restarted the device, this attempt was unsuccessful. Manual CPR was administered during autopulse stoppage. The customer reverted to another resuscitation device (not zoll) on the patient. The patient was transported to the hospital in cardio pulmonary arrest. Rosc (return of spontaneous circulation) was never achieved. The patient later died in the hospital on (B)(6) 2015. Per the hospitals physician there were no attributions to the patient's death, because the patient was cpa, other devices and manual CPR were immediately performed after the autopulse stopped. Additionally the physician felt that the patient seemed to be difficult to resuscitate from her condition when she arrived at the hospital. The death was not related to the autopulse device. The cause of death was presumed to be cardiogenic. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Therefore, the transition from autopulse to manual CPR presents the same workflow as manual CPR in which rescuers are rotated. The autopulse is not intended to replace manual CPR or to be used in lieu of manual compressions, but rather as adjunctive therapy. Hence, because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 12/03/2015 for evaluation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and no visible damages were observed. A review of the autopulse's archive was performed and it showed latch error139 (unable to hold compression position) occurring on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The platform was functional tested and the system error 139 was related to an out of specification drive train brake gap within the autopulse platform. Once the drive train brake was readjusted, the autopulse platform was placed on a simulated patient test fixture (large resuscitation test fixture) for thirty minutes and no further error message was observed. Parts replaced: no parts were identified for replacement. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The drive train brake gap caused the reported complaint. After the drive train brake gap was readjusted, the autopulse platform passed testing and met all required specifications.